Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.75x28mm promus element drug-eluting stent was advanced but failed to cross the lesion despite several attempts. When the device was withdrawn, it was noted that the stent struts were slightly lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
D4: lot number-corrected from 23938213 to 21270210 device evaluated by MFR.: promus element,mr,ous 2.75x28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.75x28mm promus element drug-eluting stent was advanced but failed to cross the lesion despite several attempts. When the device was withdrawn, it was noted that the stent struts were slightly lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.